Manufacturer narrative:
One yamato plus iab product, tray and pouch was returned intact and sealed inside the shelf carton. No additional items were returned. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Although it could not be confirmed, it has been determined that the most likely cause for the reported event is the kits being mixed at the hospital. Complaint # (B)(4).

Event description:
It was reported that prior to insertion when the intra-aortic balloon (iab) catheter package was opened during preparation, 2 sets of iab trays were enclosed and insertion kit was not included. The procedure was completed with replacement of another iab catheter. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that prior to insertion when the intra-aortic balloon (iab) catheter package was opened during preparation, 2 sets of iab trays were enclosed and insertion kit was not included. The procedure was completed with replacement of another iab catheter. No patient injury was reported.